Event description:
I've used stelo by dexcom for cgm for over a year with my android smartphone. The sensor abruptly stopped getting readings on (B)(6) 2026, 5 days after insertion. The message reads that the stelo app no longer works with my android os. My phone is unable to upgrade to the required os. There was no notice from dexcom about a pending upgrade required to continue using their device. My last device purchase was (B)(6) 2025. I contacted customer support and was advised that they would not issue a refund for the now useless device that I purchased.